Event description:
The facility representative reported a fail code 810:11. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 02 2007. The reported condition of fail code 810:11 was confirmed. This failure is related to the air in line printed circuit board. The air in line printed circuit board was recalibrated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.